Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4). - the dentist reported that, 1 year after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Twenty five ncm of primary stability was achieved and the patient presented bone type iii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) the dentist reported that, 1 year after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 25 ncm of primary stability was achieved and the patient presented bone type iii.